Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump was old and she received an unexpected restart. The customer stated that the temporary basal was not programmed before the unexpected restart alarm. The customer was advised to call back if the issues recur.